Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was auto-repeated on the same instrument, resulting lower. The sample was repeated again, once on the same instrument and once on an alternate advia centaur instrument, and both resulted lower. The corrected result was reported to the physician(s). Precision testing was performed on the patient sample, and one of ten replicates resulted falsely elevated. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cse confirmed good wash and aspiration at the wash manifold, probe calibrations, and correct acid and base delivery. The cse found tubing snapped on the base reservoir bottle cap, and fitted a new cap and primed the solution through. The customer ran calibrations and quality controls, which resulted within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.